Event description:
It was reported that during a routine bivona tracheostomy tube change, the left flange was found to be broken. No patient injury or complications were associated with this occurrence.